Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely due to a large drop in the remaining battery percentage since the last follow up. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. Reportedly, the patient was hospitalized and there were no additional adverse patient effects reported. Additional information provided indicates the s-ICD is scheduled for replacement on (B)(6) 2021. No adverse patient effects. Information provided indicates the s-ICD was explanted and replaced on (B)(6) 2021 as reportedly, the patient was not well enough to go through the procedure on (B)(6) 2021. No additional adverse patient effects. There is no information available regarding the product return status of the device. Additional information was requested.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely due to a large drop in the remaining battery percentage since the last follow up. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. Reportedly, the patient was hospitalized and there were no additional adverse patient effects reported. Additional information provided indicates the s-ICD is scheduled for replacement on (B)(6) 2021. No adverse patient effects. Information provided indicates the s-ICD was explanted and replaced on (B)(6) 2021 as reportedly, the patient was not well enough to go through the procedure on (B)(6) 2021. No additional adverse patient effects. The device is expected to be returned for analysis. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
Correction: b5 field: describe event or problem was updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely due to a large drop in the remaining battery percentage since the last follow up. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. Reportedly, the patient was hospitalized and there were no additional adverse patient effects reported. Additional information provided indicates the s-ICD is scheduled for replacement on november 30th, 2021. No adverse patient effects. Information provided indicates the s-ICD was explanted and replaced on december 13th, 2021 as reportedly, the patient was not well enough to go through the procedure on november 30th, 2021. No additional adverse patient effects. The device is expected to be returned for analysis.